Event description:
Ambulance personnel were treating a pt when the ECG crt trace allegedly blanked out. Treatment to the pt was continued by using the device's recorder and lcd display. The pt was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the pt's outcome. The statement was based on continuity of treatment from the device and the paramedics assessment of the pt's lack of viability.